Event description:
Customer reportedly received results of 246 mg/dl, 61 mg/dl, and 69 mg/dl within 10 minutes on the same device. The customer felt shaky and weak with these results (symptoms match results). The next day, customer received results of 217 mg/dl and 106 mg/dl within 10 minutes on the same device. Customer had low blood symptoms with these results and self treated with juice. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.